Manufacturer narrative:
A follow-up report will be submitted if the information becomes available.

Event description:
Per complaint (B)(4), patient experienced loss or failure of implant to integrate.